Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separated from the plunger with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the stopper separated from the plunger rod. This complaint was split into pr (B)(4). (B)(4) captures the same issue of separates on (B)(6) 2019 and (B)(4) captures the same issue of separates on (B)(6) 2019.

Event description:
It was reported that stopper separated from the plunger with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the stopper separated from the plunger rod.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that stopper separated from the plunger with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that the stopper separated from the plunger rod. Investigation: customer returned (1) loose 1ml, 31g x 8mm relion insulin syringe. Consumer reported that the plunger rod separated from rubber stopper while drawing insulin. The returned sample was examined and exhibited a stopper inside the syringe barrel not attached to the plunger rod. A review of the device history record was completed for batch# 8176699. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is from the barrel not receiving an equally distributed amount of silicone in the barrel initially. This allowed the stopper to become imbedded in a dry area at the bottom of the barrel. Once the stopper was removed the silicone was evenly distributed on the inside of the barrel. CAPA #: (B)(4) was opened after date of manufacture for plunger rod movement difficult/unable to operate.